Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, the plunger not fully depressed prior to removal from the handle causing needle to cuff miss. It should be noted that the perclose prostyle instructions for use (IFU) single suture mediated closure (smc) device placement section 11.4 states: ¿¿depress the plunger with the right thumb (in the direction marked 2) until the black collar on the plunger meets the blue body. Using the right thumb or forefinger as a fulcrum on the handle, pull the plunger assembly from the body (step 3). ¿ in this case, the reporter is aware of the IFU deviation. The reported difficulty and subsequent treatment appear to be related to user error. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an venotomy closure of a right common femoral vein using the pre-close technique prior to an interventional leadless pacemaker procedure. Reportedly with a prostyle device, a cuff miss [suture retrieval issue] occurred as the plunger was not fully depressed prior to removal from the handle. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath, and the interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 1494 - indication for use.